Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history records was performed and revealed that this article was manufactured according to the specifications, no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6), surgery took place for spinal canal stenosis. The surgeon carried out a spine center approach and a wiltshire approach by means of l5/splf for the depressurization and the screw insertion respectively. With the matrix pop-on system, the surgeon opted for the reduction head for the patient. The surgery seemed to have been successful. However, it transpired that the dislocation of the head had been occurring when the surgeon offered the x-ray diagnosis to the patient three weeks after the surgery. According to the surgeon, the x-ray image also suggested that the attachment of the head may have been unsuccessful already. Additionally, the surgeon opined that there had been a possibility of unstable attachment of the head as it had been unable to confirm a sound of a click when attaching the head during the surgery. Nonetheless, the patient seemed to be well on the way for recovery for a while. The plan to be discharged from the hospital notwithstanding, the patient had to be admitted to the hospital again owing to the dislocation of the head. On (B)(6) in 2014, the patient is going to undergo surgery for the revision with the replacement of the screw head and the rod. The patient has not sustained pain for the dislocation of the head. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: event date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mnh, mni, kwq, kwp. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.